Manufacturer narrative:
This reported is being updated to provide investigation findings and additional information provided by the customer. New information is reported in h6, and h10. The device history record (DHR) for the complaint device could not be reviewed as the serial number was not provided. Olympus does not ship any devices that do not meet the design and quality specifications. Conclusion: the definitive cause of the user's experience could not be determined. No device malfunction was reported. Based on the available information, the event reported is an anticipated potential risk of the procedure.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause for the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional information. This event has been reported by the importer on MDR #(B)(4).

Event description:
It is reported in the literature article titled "cap-assisted colonoscopy increases detection of advanced adenomas and polyps" appearing in am j med sci 2017;353(4):367-373; one patient experienced a bowel perforation, and one patient experienced an unstated sedation complication while undergoing cap assisted colonoscopy using an olympus colonoscope, high definition monitor, and disposable distal cap. Available details as follows: one patient experienced a perforation. It is described as a minor tear in the sigmoid colon. The physician believed this occurred due to excessive looping of the sigmoid colon. The patient underwent a laparoscopic repair of the perforation without colon resection. The patient recovered completely and was discharged from the hospital 3 days later. One patient experienced a non-specified sedation complication. No information was provided regarding any treatment required as a result of this occurrence. No additional consequences to the patient were reported. There were no reports of any olympus device malfunction occurring in any of the cases reported in this literature article. This event has been reported by the importer on MDR #(B)(4).